Event description:
Pt states that one of his ms3 pumps for sq remodulin (sn (B)(4)) is not retaining programming info. His nurse at his doctor's office helped him program it and he kept the battery in there but it is still not retaining the programming info. Pharmacy will send replacement pump and pt will return malfunctioning pump. No clinical injury reported. No other info provided. Pt was not using the pump when problem occurred.